Event description:
It was reported that upon implant, noise was noted on the pacemaker. The pacemaker was not used, and a new one was implanted. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation including sensitivity test performed at most sensitive settings found no anomaly. Additionally, visual inspection did not detect any contamination or foreign material that could have contributed to the reported event. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.